Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the tissue pad barely sticks. It did not fall into the pt's body. Another device was used to completed the case. There were no adverse consequences to the pt.